Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On the same day, it was reported by the parent that the pediatric patient experienced presyncope and disorientation. During the onset of symptoms, the egv was reportedly 130 mg/dl, then 85 mg/dl, then 111 mg/dl, then low in 5-minute intervals during the episode. There as no mention about the trend arrows during those times. The bgs during the episode were 98 mg/dl and 65 mg/dl in a 2-minute interval. The parent gave the patient juice and syrup. The parent reportedly did not measure the bg post treatment. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.